Event description:
The lead fractured. Ventricular lead impedence with the analyzer was >2000 ohms. No ventricular output spikes at 10 volts. Were observed. A lead fracture was noted on fluoroscope. The lead was capped and a new lead was inserted.